Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The user snapped one of the round frame tubes that run on the inside of the bed deck.